Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the embolectomy balloon immediately ruptured during inflation while pre-testing. No injury was reported to the patient.